Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed that the drain fitting was rusted, the enclosure was cracked by drain fitting, both tanks were marked and cracked, the line cord was worn, and no reflux plug was attached to the unit. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to heat up) was not confirmed during testing. The device heated up as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned worn components were replaced. A defective pcb board was also replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system is not heating up. There were no reported adverse effects.